Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4)2014 with the following findings: the display was dim, faded and discolored. The audio bolus button was intact, but hard to push. Contamination was found under the cover and bolus button contact place when the cover was removed. Unrelated to the issue, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored. The bolus button was found to be hard to push with contamination found underneath. This report is made based on results of investigation completed on (B)(6) 2014.